Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician was attempting to use the nanocross pta balloon catheter to treat a lesion in the anterior radial artery with 60% stenosis. The lesion was exhibiting moderate tortuosity and no calcification. No abnormality was noticed during inspection prior to use. Pre-dilatation was not performed. It was reported that during the surgery, the device broke when pressure reached 8atm while the normal working pressure of the device should be 10atm. The device was removed from patient. Physician replaced it with another one of the same model to complete the procedure. No patient injury reported.

Manufacturer narrative:
Evaluation summary: a nanocross 0.014in over-the-wire pta balloon dilatation catheter was not received for evaluation; however, a powercross 0.018¿ otw pta dilatation catheter was received. The powercross balloon chamber was in a post inflation profile. Crystalline residue was noted within the balloon chamber of the returned powercross. When examined under magnification the guidewire lumen within the balloon chamber exhibits accordion folding distal of the proximal marker band. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the dilatation catheter. A 0.018¿ guidewire was loaded through the distal tip and would only advance to the area of the accordion folding of the guidewire lumen. A 10cc water filled syringe was attached to the inflation lumen of the y-manifold and a vacuum was pulled. The vacuum could be maintained indicating no communication between the inflation lumen and the environment. A 20cc water filled syringe with manometer was attached to the inflation lumen of the y-manifold and pressurized to nominal pressure of 8atm. No leaks were detected. The 20cc water filled syringe with manometer was pressurized to rated burst pressure of 14atm. No leaks were detected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The nanocross 0.014 in over-the-wire pta balloon dilatation catheter was not received for evaluation. Powercross balloon analysis in previous report, associated with a different file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.